Event description:
Pt was admitted for septoplasty. A single conductive pad was placed on his left thigh. A warmed IV solution bag was placed under his shoulders for positioning. At the conclusion of the case, a burned area measuring approx 30 cm length x 7 cm across was noted on the upper back. All of the equipment including the conductive pad were removed from the room and checked by biomedical engineering. All of the electrical equipment was found to be working according to the MFR's specs. A large amount of hair was noted on the conductive pad. Conclusion, the burn was probably caused by a combination of reasons: 1) the IV solution bag caused the outer burn circle; 2) a possible bovie conduction return path caused the inner burns; and 3) the equipment did not alarm because a single conduction pad was used which will only alarm if the pad is pulled out of the machine.